Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while inserting the liner, a portion of the plastic rim became wedged and the liner had to be forcibly extracted.

Manufacturer narrative:
Information has been received and the device that has contributed to the reported event is manufactured by biomet. Biomet legacy will reference this medwatch in their reported medwatch.